Manufacturer narrative:
This event is recorded with zimmer biomet with (B)(4). On (B)(6) 2018, it was reported that the mesher plate was bent. There was damage during sterile processing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the damaged comb. The comb was bent, and the roller, roller gear, and side plates were damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent, and the roller, roller gear, and side plates were damaged. The root cause of the reported event cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, washers, ratchet gear and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher plate was bent. There was a damage in sterile processing. There was no harm reported. Investigation revealed that there was a damaged comb.